Manufacturer narrative:
Additional information received on october 20, 2020, indicated that date of explantation was on (B)(6) 2020, and date of implantation updated to (B)(6) 2005. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation:na. (B)(4). (B)(6). (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent breast reconstruction primary with mentor medical devices (siltex hpg, 500cc, date of implant (B)(6) 2005) has experienced bilateral breast implants rupture complicated with pain and granuloma (not confirmed by hcp). At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Should additional information become available, this case will be re-assessed and notes will be updated. This report relates to left prosthesis.